Event description:
This lead was implanted on (B)(6) 2005 and was capped and replaced on (B)(6) 2013 due to lead shock impedance of 150 ohms. Laser extraction attempted but lead cut and abandoned. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).